Event description:
It was reported that, the console is freezing upon startup, just after the bar graph. The mouse pointer is still working with touch screen. The procedure was abandoned, and the patient was already under anesthesia. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.